Manufacturer narrative:
(B)(4).

Event description:
It was reported that "on (B)(6) 2026, the extension line was found leaking during used on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".